Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. (B)(6).

Manufacturer narrative:
Additional method code: c91987 reserve sample tested from same lot, no failure detected investigation: per the customer, the unit was processed and the alleged hemolysis was observed in the product bag post centrifugation. No issues were reported for the collection and no hemolysis was observed in segments and test samples. A donation bag, leukoreduction filter, red blood cell storage bag, plasma bag and optisol bag were returned to terumo bct for investigation. The fluid from the plasma bag was removed,placed in a conical tube and centrifuged. The concentration of free hemoglobin in the post-filtration plasma supernatant of the sample was 25.7 mg/dl. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. Shipping testing, including the checks of particulate removal rates was performed on the reserve samples from the reported lot number. No anomalies were observed. All product conformed to the established specification. There have been no other similar complaints against this production lot number. Three reserve samples were visually examined and the solution volume and solution composition were tested with no abnormalities noted. There were no abnormalities in appearance and measured values conformed to in-house standards. Root cause: the root cause of the reported hemolysis could not be determined. Possible root causes of hemolysis are: characteristics of blood: e.g. Red blood cell fragility due to blood properties of a donor.-bacterial contamination: a blood product is likely to be hemolized if the blood is contaminated with bacteria containing hemolysin.-excessive cooling: blood is gradually congealed and eventually hemolyzed when it is cooled below -3c. Filter clogging: filtration time is extended because the filter is likely to clog. Furthermore,when red blood cells flow through such a clogged filter, a physical stress on the red blood cells may cause hemolyzed blood products.